Event description:
A customer contacted beckman coulter inc. (Bci) to report inconsistent glucose modular results when performing patient sample pool of approximately 100 mg/ml using unicel dxc 800 pro chemistry analyzer. No specific results were provided. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
A bci field service engineer (fse) cleaned the glucose cup which reduced the imprecision. Fse replaced the glucose module, which improved precision. No additional information is available.